Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's revision at age (B)(6). In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. After primary implantation of a "custom stryker minimally invasive extendible with allo", the following is noted: "age (B)(6) - revision 1. New custom stem with screw".

Event description:
This pi is for the patient's revision at age 9. In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. After primary implantation of a "custom stryker minimally invasive extendible with allo", the following is noted: "age 9 - revision 1. New custom stem with screw"

Manufacturer narrative:
Concomitant event reported event: an event regarding loosening involving a distal femoral growing prosthesis was reported. Conclusions: based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. Complaint for the mrs stem (pi 2400995) under the same pi will undergo full investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.